Event description:
It was reported that the readings froze. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Photo was provided for investigation and the allegation was undetermined. The probable cause could not be determined via photographic inspection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).